Manufacturer narrative:
Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
Additional device: bxal083901a, no lot number or UDI information is available.14 fr. Gore® dryseal flex sheath dsf1433, lot # 17734599 being reported separately.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of an innominate artery ulcerated lesion with a gore® viabahn® vbx balloon expandable endoprosthesis. Plaque was present at the origin of the artery. The device was modified prior to insertion into the patient by partially deploying the device to remove it from the balloon, then reloading it onto an atlas balloon, (16mm x 40mm). This device was then back fed through a 10 fr. Boston scientific super sheath. The common carotid artery was exposed and clamped. The pre-sheathed device was then inserted through a 14 fr. Gore® dryseal flex sheath. It was advanced up to the aorta, toward the target lesion, but it was noted the balloon was not centered. This device was then successfully snared and removed from the patient. It was then reloaded onto the atlas balloon and advanced again. Deployment was successful, although the device accordioned in the center. This led to shortening of the device. In order to complete the treatment length, another vbx device was modified and advanced, but it came off the balloon and embolized all the way down to the left common femoral artery where it was successfully snared and removed from the patient. As the patient was beginning to wake up, he was not able to move his left extremities. A CT revealed decreased perfusion to the brain. Tissue plasminogen activator (tpa) was administered. The patient may have exhibited some slight movement on the left side following tpa, but it was not significant. A CT was taken and it reportedly showed something described as a piece of plastic in the brain. The patient was transferred to a stroke unit.